Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with unknown mentor gel implants bilateral baker grade iii capsular contracture post procedure. Tightness on the right side and increased firmness of both breasts was noted. The capsular contractures were diagnosed through a physical examination. As a result, explant was performed on (B)(6) 2021. See 1645337-2021-13604 for contralateral prosthesis report.

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with unknown mentor gel implants bilateral baker grade iii capsular contracture post procedure. Tightness on the right side and increased firmness of both breasts was noted. The capsular contractures were diagnosed through a physical examination. As a result, explant was performed on (B)(6) 2021. See 1645337-2021-13604 for contralateral prosthesis report.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).